Event description:
The pump was returned for an unrelated issue. During evaluation, the keypad buttons were found to be hypersensitive and contamination was found under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2012. (B)(6). The keypad buttons were found to be hypersensitive to presses. The keypad was removed and contamination was observed under the button contacts.